Manufacturer narrative:
A supplemental MDR is being submitted for completion of the investigation. The following sections have been added: b4, g3, g6, h2, h6, h11. Investigation findings h6: separation problem. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Images were provided and the following were observed: dilators, sheath and balloon were received all separate from delivery system. Circumferential radial and longitudinal tear observed on the inflation balloon. Nose tip separated and balloon wings flared out. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. In this case, the complaint for balloon burst was confirmed based on review of provided images. Available information suggests that patient factors calcification likely contributed to the event. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In this case, the complaint for difficulty or inability to withdraw system through sheath was confirmed based on review of provided imagery. Available information suggests that procedural factors (withdrawal of burst balloon) likely contributed to the event. As the balloon had burst, the altered balloon profile may have made it more susceptible to catching on the distal end of the sheath tip, which could have led to the observed withdrawal difficulty. In this case, the complaint for system components separate during use - distal tip and system components separate during use ' balloon were confirmed based on review of provided imagery. Available information suggests that procedural factors (high withdrawal force, device manipulation) likely contributed to the event. Additional pull force or device manipulation applied to overcome the withdrawal difficulty may lead to component separation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during implant of a 26 mm sapien 3 ultra resilia (s3ur) valve in the aortic position within a failed non-edwards valve, as the operator was expanding the 26mm s3ur inside the 34mm cv, the balloon ruptured horizontally. The valve was not fully deployed, probably about 85-90% originally since it was a valve in valve, but it was anchored in the anatomy and safe. It was post dilated and fully expanded with a true balloon after. As the operators tried to get the ruptured balloon back into the 14fr esheath+, the nose cone and distal portion of the balloon had separated from the commander system. It was decided to pull the commander out and then go into the esheath+ with a snare and retrieve the distal portion of the balloon/nose cone. They successfully retrieved the distal balloon/nose cone without injury to the patient. No harm or injury to the patient during this procedural/equipment complication. The patient was stable with plans to be discharged. The perceived root cause of the balloon rupture was a spicule of calcium as the core valve was severely calcified with aortic stenosis. The esheath and ds were removed from the patient as a single unit. There was no damage to any of the devices besides the delivery system (with the exception of the esheath+ which was purposely cut by the physician).